Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test and o2 cell/sensor test failed. Identification of issue has been done by analyzing problem description and service report. The device failed the internal leakage test with message "system volume too small", flow transducer test and o2cell/sensor test during pre-use check. The air gas module was detected as faulty and its replacement is necessary to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #:(B)(4).